Event description:
Using the right femoral approach, the rediologist pushed the filter to the end of the delivery catheter. Started to unsheath the arms bu the said the legs would not separate from the pusher. They were able to retrieve the filter using a recovery cone. Another g2 recovery filter was deployed.

Manufacturer narrative:
This report is being submitted, as this device is the same or similar to a device sold in the us, catalog number fr310f. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. The returned sample consisted of the filter only, without the delivery system. Upon inspection of the filter, the filter legs were not crossed. All legs were intact and the hooks were ground within the approved specification. The wire diameter was also within specification. The arms of the filter were intact, with the correct shape, configuration, with no deformities.all measurements were within specification. Without the delivery system to examine, it was not possible to determine the definitive root cause for this event. The result of the investigation was inconclusive.